Event description:
Information received by medtronic indicated that there was a huge crack across the back of the insulin pump and the ok button had crack. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer will discontinue the use of the insulin pump. The insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. S/w version = 4.11e. Retainer ring = black. Case type = ngp. Customer returned pump for alleged exposed to moisture found on (B)(6) 2022. Pump failed the self test due to pump error 75. Unable to perform displacement test due to insulin flow blocked alarm. Pump was cut open to perform visual inspection and moisture damage was found on the pcba 1, pcba 2, force sensor, motor, harness assembly vibrator and keypad flex tail. Additionally corroded battery tube was noted during inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery cap contact missing, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, broken belt clip rails, serial number label stained, serial number label fading, cracked retainer, cracked reservoir tube lip, end cap address label fading, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Pump error 75 confirmed due to moisture damage on the internal battery. No delivery alarm/occlusion during priming confirmed due to moisture damage on the force sensor. Pump exposed to moisture confirmed on pcba 1, pcba 2, force sensor, motor, harness assembly vibrator, battery tube and keypad flex tail. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.